Event description:
It was reported that during a percutaneous coronary intervention catheter break occured. The lesion was located in the mid left anterior descending artery (lad). When the synergy 2.2516mm stent was taken to be inserted on the non-bsc guide wire, the catheter shaft broke in two pieces. The event occurred outside the guider before insertion. The patient remained stable and no complication has been reported.

Event description:
It was reported that during a percutaneous coronary intervention catheter break occured. The lesion was located in the mid left anterior descending artery (lad). When the synergy 2.2516mm stent was taken to be inserted on the non-bsc guide wire, the catheter shaft broke in two pieces. The event occurred outside the guider before insertion. The patient remained stable and no complication has been reported.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found that the hypotube was broken at 63 cm from the distal end of the strain relief. The hypotube was furthermore kinked throughout. No issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the remainder of the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).